Event description:
It was reported that the patient had an occlusion in the proximal lad. Another brand of stent was implanted to treat the occlusion. The patient was free of symptoms at the 2 year and 2.5 year follow up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ballooning and stenting of the lad was carried out during the previously reported revascularization.

Manufacturer narrative:
Date of myocardial infarction, occlusion and revascularization changed.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 1st diagonal branch. At 30 day, 6 month and 1 year follow-ups patient was asymptomatic/free of symptoms. It is reported per the patient that he suffered another mi approximately 17 months post index procedure and required another stent to a different artery. Patient's cardiac status at 1.5 year follow up was unstable angina.